Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Additional information was received that this failure was discovered during patient use. There was no report of patient injury.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was recommended for replacement. A quote for repairs was issued but the customer has not approved it to date.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.